Event description:
Blood glucose meter read > 500 mg/dl and was taken to the doctor's office. It was reported doctor measured 200 mg/dl at the same time and treated customer with an insulin injection, type and amount not provided. A request was made for the return of the suspect device and replacement product was sent.